Event description:
No additional information.

Manufacturer narrative:
Additional information: (d) expiration date. (H) manufacture date. Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because no defective sample is received for further examination, and the damage state of the catheter cannot be identified, so the root cause of the leakage at the catheter cannot be confirmed. The plant will continue to monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Prior to performing an IV catheter insertion on the patient, leakage was observed at the connection point between the soft-tip catheter and the needle hub during air removal, indicating damage to the soft-tip catheter. The defective device was placed in the medical waste container, and a replacement IV catheter was used to perform the insertion on the patient.